Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. This report is being filed to correct the patient identifier information in a1 that was missing from the initial report.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead pacing impedance measurements have been intermittently high and out of range, up to greater than 3000 ohms, and then back in range over the last several months. No noise was observed on the stored electrograms (egms). Boston scientific technical services (ts) discussed it could be related to slight movement of the lead pin in the header of the ICD. At this time the clinic has opted to continue to monitor the patient via the remote home monitoring system. The ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead pacing impedance measurements have been intermittently high and out of range, up to greater than 3000 ohms, and then back in range over the last several months. No noise was observed on the stored electrograms (egms). Boston scientific technical services (ts) discussed it could be related to slight movement of the lead pin in the header of the ICD. At this time the clinic has opted to continue to monitor the patient via the remote home monitoring system. The ICD and rv lead remain in service and no adverse patient effects were reported.